Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. A portion of approximately 3 cm between the two segments was not received for analysis. The received lead segments were extensively analyzed. The inspection revealed outer abrasions 8 cm - 13 cm proximal of the tip. These outer abrasions most likely resulted from friction with the tricuspid valve. Within this area, 11 cm - 13 cm, the conductor cable to the ring electrode was found extruded out of the lead body. These damages can be considered as the root cause of the noise mentioned in the complaint description. The provided x-ray images were inspected. Consistent with the above mentioned finding, an interaction with the tricuspid valve was noted. The images further indicated an excessive slack that resulted in acute bends in the lead body resulting in high stress points. It is believed these stress points contributed to this insulation damage. Other findings, like the deformation of the rv shock coil, occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Received report from rep stating the implanted system showed noise on the rv lead. No abnormalities were elicited during interrogation, and the patient was referred for a chest x-ray and a fluoroscopy in the ep lab. There were some abnormalities noted in the wires between the shock coils that suggested possible externalization, as well as some potential abnormalities in the subclavicular area. The lead is planned for extraction. On (B)(6) 2014 - this lead was extracted yesterday and some visible externalization between the shock coils was noted. On (B)(6) 2014 - this lead was returned for analysis.